Event description:
Unomedical reference number (B)(4). Event occured in (B)(6). It was reported that the infusion set's tubing detached from the tubing connector. The site location was patient's abdomen. The infusion had been used for less than 24 hours. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.